Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to bacterial infection with sepsis. The patient was also noted with endocarditis due to (B)(6) . Symptoms such as symposium bradycardia, dizziness and fainting spells, non-ischemic dilated cardiomyopathy, atherosclerotic cardiovascular disease (ascvd), hypertension and diabetes were also manifested by the patient. Furthermore, the patient was also documented with lumbar spine osteomyelitis, chronic kidney disease (ckd) and hyperlipidemia. There were no additional adverse patient effects reported. The right ventricular (rv) lead was explanted.